Event description:
The customer reported that the system displayed degraded image quality on the films with shadowed areas and sometimes black areas. The customer requested information on the issue. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.